Event description:
According to the reporter, during a laparoscopic myomectomy, while on the suturing process, the suture broke at the tail end. The device was replaced, and uterine suturing continued. During the process, the tail end of the absorbable suture broke again. A new suture needle was immediately used as a replacement. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlocl0316 v-loc 180 0 grn 30cm gs21x12 (lot# a4a2333vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.